Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the shield reset button did not pop back after trocar was fully inserted. There was no consequence to the pt.